Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while working out. Customer's blood glucose was not known. The device may have been exposed to perspiration. It was advised to discontinue use of the insulin pump and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with intermittent buttons due to moisture damage at keypad traces. No button error alarms or unexpected button noise noted. Device received with cracked case at display window corners, display window, reservoir tube lip, reservoir tube window, reservoir tube window corners and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.